Event description:
On (B)(6) 2009 the patient reported experiencing air bubbles in the insulin cartridge of his infusion device for the past 6 months. He stated that he lubricates the insulin cartridges prior to use, he properly adjusts the piston rod of the infusion device, and he allows insulin to reach room temperature. He stated that he does not typically prime air bubbles from the insulin cartridge and he wears the infusion device inverted so the bubbles do not move into the infusion tubing. He stated that there are no air bubbles present when the insulin cartridge is inserted into the infusion device and they appear within 6-7 hours of use. No physiological effects were reported. A request for additional assistance was submitted. Upon follow up on (B)(6) 2009, the patient stated that he has an appointment for additional training and he was not currently experiencing air bubbles. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.